Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that there were holes in inflatable penile prosthesis (ipp) cylinders, and the device was no longer inflating. A surgical procedure was performed to replace the system except reservoir. There were no further patient complications.